Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the device indicating clinical use. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken: the inner delivery tube diameter, the outer delivery tube diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, th seal was unable to be set in the tube of the delivery device. This occurred on a replacement device as well. Finally a third replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported prod lot number. There was no nonconformance record in the lot history. (B)(4).